Event description:
It was reported that the pt had a new device implanted. The device was not programmed post-surgery because programmer was to be done later in the week. When the pt got home, he recharged the new device. The pt reported that shocking began immediately after the charger screen showed "fully-charged" and was a constant current followed by extra jolts every ten seconds for a total of 12 minutes. The shocking left the pt in an anxious condition and oxygen was necessary. No cause was found for the incident. The pt's device was programmed on (B)(6) 2011 and afterwards, shocking did not recur once stimulation was turned on. The pt met with a MFR rep on (B)(6) 2011 and the device appeared to stimulate and charge normally. The pt also had a dbs implanted on the opposite side the chest implanted in (B)(4) 2005 for facial pain on his left side.

Manufacturer narrative:
(B)(4).